Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three spring evacuator with the label only. Visual inspection of the sample noted that the evacuator was received compressed. The evacuator could be compressed normally. The evacuator was attached to an in-house wound drain and tubing. The drain was submerged in methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and suctioned slowly. A leak was noted from a 0.0535" at the base of the evacuator where the white and the clear vinyl meet. This does not meet the specification as "no damaged or missing components." Were allowed. A potential root cause for this failure could be ¿tube of generator damaged¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: draw drain using trocar from inside to outside of wound. Ensure that perforated section of the drain is within the critical fluid collection areas of wound. Remove trocar only by cutting the drain one inch from the end of the trocar. Trim non-perforated section of drain to desired length. Attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: follow instruction #9.I for each of the two drains separately. 9.iii.) With a double drain: draw drain using trocar from inside to outside of wound. Ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. Cut the outer portion of the drain (outside the wound area). In the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. After cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half then dispose of it as per the hospital protocol. 10. Attach drain to evacuator tubing via the y-connector. 11. Insert free end of evacuator y-tubing into evacuator suction port a. 12. Fully compress evacuator by hand and close drain port b. Unit is now operational. 13. To empty unit, clamp y-tubing. Open drain port b. Hold unit with open port at bottom and compress until fluid is removed. 14. For continued wound evacuation, compress unit fully and close drain port b. Release clamp on y-tubing. Note: in case drain should migrate, there is a white barium sulfate line on the entire length of the tubing that will show up on an x-ray." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that user used a couple of the same product on previous procedures and they were all leaking when used. Per follow up, the customer noted that the evacuator leaks because it will not hold air.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that user used a couple of the same product on previous procedures and they were all leaking when used. Per follow up, the customer noted that the evacuator leaks because it will not hold air.